Event description:
Event description guidant received information that this flextend lead had dislodged from this patient's ventricle four days post implant. The lead was successfully repositioned and remains active in the patient.